Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 10.7 and 30.5cm. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.